Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) on (B)(6). It was reported that the lead had not corroded through the skin. The lead on the left and right side were repositioned due to the patient complaining of discomfort at the location site of each lead. The patient stated that the discomfort started about six months prior to the report. In conclusion, the leads were revised and not replaced. There were no further complications reported or anticipated.

Manufacturer narrative:
Other applicable components are: product ID: 3888-56, lot# va0ye6y, product type:,lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient with an implantable neurostimulator (ins) for the treatment of cervical/neck, headache, and spinal pain. It was reported that the lead had ¿eroded through the skull¿ and the patient was scheduled for a lead revision. It was noted that the affected lead was implanted in the supra-orbital and the physician planned on repositioning it. No further complications are anticipated.